Manufacturer narrative:
During the onsite investigation, the territory manager (tm) observed daily fluence tests out of specification in the customer's log book. The tm also observed inconsistent completion of energy checks between patient in opmem. The tm performed a system verification to specifications. Investigation including root cause analysis is in progress. A supplemental MDR will filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B) (4). (B) (4). (B) (4).

Event description:
Adverse event: unexpected outcomes. A surgeon reported several unexpected results following refractive surgeries 'over the past month or so'. The surgeon stated he doesn't have any specific outcome concerns and the number of patients involved is unknown. The surgeon also stated he would have his staff pull patient records for his review so he could study the outcomes. No additional information has been received.